Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant procedure the angiography revealed that the patient had a persistent left superior vena cava, and the sheath could not be smoothly advanced into the vessel. It was changed to implantation of a 5076 lead, and the ventricular lead was successfully placed. Due to difficulty in identifying the atrial position, multiple parameter tests yielded unsatisfactory results. After multiple manipulations, the helix was damaged and could not be extended or retracted. Therefore, the atrial lead was replaced. No patient complications have been reported as a result of this event.